Event description:
Customer reportedly obtained blood glucose results of 34 mg/dl and 166 mg/dl on the aviva system within 10 mins. Customer drank juice with sugar after result of 34 mg/dl and due to symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.